Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), gore introducer sheaths are recommended for use with the aortic extender endoprosthesis.

Event description:
On (B)(6) 2014, the patient was implanted with a low-profile gore® excluder® aaa endoprosthesis (pla320400/12034564; aortic extender component) as part of the emergent treatment of a ruptured abdominal aortic aneurysm. During the procedure, the device was advanced through a cook brand sheath and implanted as planned. However, the leading olive was broken off of the delivery catheter upon withdrawal through the sheath. According to the report, the olive tip became caught on the cook sheath valve, and was broken off inside the sheath. The sheath and broken olive tip were removed together from the patient, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The delivery catheter in question was discarded at the facility.

Manufacturer narrative:
Device not returned to manufacturer.